Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing in an end to end anastomosis colectomy procedure, the tissue was clamped but when the physician tried to fire, a crack sound was heard and the firing could not be proceeded. The procedure was completed with another device. There was no patient injury.